Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va03kne, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that during a reprogramming visit impedances were checked and found to be less than 50 ohms on electrode pair of 0, 3 and the battery life was 6-11 months. It was also stated that the patient was not receiving adequate symptom relief. The patient was reprogrammed around that electrode pair and sent home. The physician reportedly wanted to know the reason behind the rapid battery depletion, as the battery would likely need to be replaced.